Manufacturer narrative:
Follow-up submitted for additional information. Updated section b4 for report submission date, g1 for follow-up report submitter, g3 for awareness date and g6 for report type and follow-up number. Updated h2 for follow-up type. Updated section a3 for patient sex.

Manufacturer narrative:
Patient's sex was not provided. If the requested information becomes available, supplementary report will be submitted. Patient age and weight are unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced loss of implant to osseointegrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation.